Manufacturer narrative:
(B)(4). The spectra uses the pt parameters that are entered to calculate the proper replacement volume in order to achieve the desired target, if this info is not accurate, this can affect the final outcome to be different from what was targeted. A service call was placed to check out the equipment. The service rep checked the valves and pumps for accuracy; he also checked the pump alignment, rotor occlusion, and pump speeds with no problems found. Investigation: in this incident, several aspects of the process could have contributed to a lower than expected ending hematocrit of the pt: the tbv calculation might not have been as accurate due to the pt being under (B)(4), the manual priming procedure of the set causing the hct of the first 50 mls to be less than the 61%, and the fact that since the pt received fluids on the way to the hospital, her starting hct may have been incorrect. During training, customers are taught that the algorithm in spectra used for the calculation of tbv is based on adults and that it may not be accurate for a pediatric pt under (B)(4). They are told to consult with a physician about the appropriate tbv to use in these cases. Spectra allows for an operator to enter a hematocrit manually if required. Conclusion: likely, the issue was due to a combination of process errors, but this cannot be unequivocally proven.

Event description:
The customer reported that the desired ending hematocrit was lower than expected. The pt received a unit of red cells to help recover their hematocrit. This report is being filed due to the potential for injury due to lower than desired ending hematocrit and medical intervention in the administration of additional red cells.